Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During preparation, while the telescope was in the retracted state, flushing difficulty was encountered and the appearance of air was noted and air removal through flushing could not be completed. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of cause not established following a review of the reported event details, available information, and product record review. In this case the device was not returned for product analysis therefore limiting the identification of a most probable cause of the reported event. Improper handling, device manipulation or not following the correct instructions during the procedure, could be contributing factors to the reported issue. However, there is no additional detail pertinent to the event. Regarding the impact code problem identified before clinical use/exposure, according to the event description, the events may have been caused by a possible device malfunction that resulted in the reported issues. Therefore, cause not established is assigned as the as analyzed cause code to the reported impact code.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During preparation, while the telescope was in the retracted state, flushing difficulty was encountered and the appearance of air was noted and air removal through flushing could not be completed. The procedure was completed with another of the same device. No patient complications were reported.